Event description:
Volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv): arv: 18ml, erv: 5ml. The roller study was done and the rollers appeared to be moving. It was further added that the "catheter placement looked well on placement"; they had not tried to aspirate catheter. The pump logs were checked and looked normal. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received, per communication from the patient¿s legal representative, alleges that the device cause the patient harm from ¿approximately (B)(6) 2011 through the present.¿ the device ¿caused¿ him personal injuries including but not limited to pain caused by pump malfunction, catheter malfunction, manufacturing defects and/or other defective warnings concerning the device.¿

Event description:
Additional information received reported that the pump had never worked. The patient had two catheter revisions. It was noted that the pump had never been empty and no medication had ever been delivered from the pump. The patient never had relief and was in pain. It made the patient passed out. The reporter stated that the patient was too old to undergo anymore surgery.

Manufacturer narrative:
Catheter model: 8731sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was determined that the information previously reported in manufactures report number 3001209178-2012-03325 [change in therapy effect was reported. The patient had not been reaching efficacy for several months. Distal portion of catheter was revised. The pump delivered morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.] Is part of this event. Any additional information received regarding this event will be reported in manufacturer's report # 3004209178-2012-01822 additional information: the health care provider reported the patient experienced poor pain control. When the catheter was disconnected they didn't see any csf and they were unable to aspirate any cfs through the catheter or the side port prior to the procedure. The distal piece of the catheter was changed out reconnected to old existing piece and the patient was started back at a low 'new' patient dose. The cause of event was indicated as a kink in the catheter. There was no patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer indicated the patient experienced a catheter failure resulting in injuries of death, failure of therapy, and overdose.